Manufacturer narrative:
Additional information was received that the central processing unit was determined to be the cause of the reported fault and will be repaired.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit unexpectedly turned off during a case. There was no report of patient injury.